Manufacturer narrative:
Component relates to problem for the reported event of stent migrated. E7025  wallflex esophageal fc benign anastomotic stricture clinical trial. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received august 22, 2014. The device was not returned; therefore, a technical analysis could not be performed. The investigation concluded that the patient complications (dysphagia, pain and stent migration) are known potential complications of the metal stent placement procedure and are noted within the directions for use (dfu). Therefore, the most probable root cause classification of this investigation is anticipated procedural complication. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a clinical wallflex esophageal fully covered stent was implanted in the esophagus of a patient, on (B)(6) 2014, as part of the e7025 wallflex esophageal fc benign stricture study clinical trial. According to the complainant, the patient had undergone a trans-thoracic esophagectomy on(B)(6) 2014. The patient was diagnosed with a post esophagectomy anastomotic stricture on (B)(6) 2014. Reportedly the anastomosis was stapled and the patient did not have a leak or fistula formation post esophagectomy. The first post esophagectomy dilation was performed on (B)(6) 2014 and the second was performed on (B)(6) 2014. The maximum diameter of the last dilation was 16mm. The subject's baseline vas (visual analog score) pain scale score was recorded as 0. On (B)(6) 2014, the patient underwent study stent placement for an anastomotic stricture. The proximal edge of the structure was located 20cm from the incisors and the stricture was 0.3cm. The stent was successfully implanted in the stricture with the proximal edge located 18cm from the incisors. On (B)(6) 2014, the patient experienced mild recurrent dysphagia. On (B)(6) 2014, the physician performed a diagnostic endoscopy and noted that the stent had migrated. Reportedly, this was a complete distal migration not due to stricture resolution. The physician performed a bougie dilation to 20mm. Boston scientific has been unable obtain additional information regarding where the stent had migrated to and if the stent has been removed from the patient. Should additional relevant details become available a supplemental report will be submitted. The event was deemed resolved without issue on (B)(6) 2014. Additional information received 22aug2014. The complainant confirmed that the stent was noted to have migrated to the patient's stomach on (B)(6) 2014. The stent was removed during the procedure on (B)(6) 2014 and the physician did not place another stent. The procedure was completed with the bougie dilation. The patient complained of epigastric pain following the stent removal procedure. The pain was non-serious, mild in severity and no action was taken to treat the pain. In the physician's assessment the pain was related to the stent removal procedure.

Event description:
It was reported to boston scientific corporation that a clinical wallflex esophageal fully covered stent was implanted in the esophagus of a patient, on (B)(6) 2014, as part of the e7025 wallflex esophageal fc benign stricture study clinical trial. According to the complainant, the patient had undergone a trans-thoracic esophagectomy on (B)(6) 2014. The patient was diagnosed with a post esophagectomy anastomotic stricture on (B)(6) 2014. Reportedly the anastomosis was stapled and the patient did not have a leak or fistula formation post esophagectomy. The first post esophagectomy dilation was performed on (B)(6) 2014 and the second was performed on (B)(6) 2014. The maximum diameter of the last dilation was 16mm. The subject's baseline vas (visual analog score) pain scale score was recorded as 0. On (B)(6) 2014, the patient underwent study stent placement for an anastomotic stricture. The proximal edge of the structure was located 20cm from the incisors and the stricture was 0.3cm. The stent was successfully implanted in the stricture with the proximal edge located 18cm from the incisors. On (B)(6) 2014, the patient experienced mild recurrent dysphagia. On (B)(6) 2014, the physician performed a diagnostic endoscopy and noted that the stent had migrated. Reportedly, this was a complete distal migration not due to stricture resolution. The physician performed a bougie dilation to 20mm. Boston scientific has been unable obtain additional information regarding where the stent had migrated to and if the stent has been removed from the patient. Should additional relevant details become available a supplemental report will be submitted. The event was deemed resolved without issue on (B)(6) 2014.